Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unknown date and name of index surgical procedure? - abdominoplasic the diagnosis and indication for the index surgical procedure? - diastasis recti what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? - open on what tissue was the suture used? - fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes, 2 did the surgeon then proceed with wound closure in the opposite direction of the first pass?yes was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes were two reverse stitches performed across the incision prior to closure? Yes please describe the appearance of the suture during the second procedure? Where was the break noted (termination, middle, end)? Middle and end did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No other relevant patient history/concomitant medications? Unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? According to our understanding from a conversation with him. There are large pressures on the abdominal wall which could tear the suture. Because the patient coughed, these pressures increased significantly and it might be one of the reasons. What is the patient's current status? Unknown surgeon¿s name? (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the appearance of the suture during the second procedure ? Where was the break noted (termination, middle, end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent an abdomino-plastic surgery on an (B)(6) 2024 and barbed suture was used to close the fascia layer. The surgery was completed with no complications. After waking up from the anesthesia, the patient was diagnosed with an opening in the fascia layer. The patient returned on the same day to the operating room for the closure of the fascia. According to the surgeon, during the re-operation it was found that part of the fascia tissue was torn and breakage was also observed in the suture. According to the surgeon, there is a high probability that the opening of the fascia was caused due to the patient's tissue in combination with the patient's too rapid awakening after anesthesia and the patient's strong coughing, which apparently exerted significant pressures on the abdominal cavity. During the re-operation the surgeon chose to use additional suture from the same sku that were taken from the same package/box) the surgery was completed successfully. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. One open box with seven unopened samples was received for analysis. Product code: sxpp1a400. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed in all samples returned using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.